Event description:
A (B)(6), male, patient, contacted zoll customer support to report that his battery charger was not charging his batteries. The patient was provided with a replacement battery charger.

Manufacturer narrative:
Device evaluation summary: device evaluation of charger sn (B)(4) has been completed. The reported problem (battery charger faults) has been confirmed. The cause for the defective battery charger is a damaged inductor component l4. The coil wire was broken. The cause for the defective charger is the damaged coil wire on l4. The root cause for the damaged coil wire cannot be positively identified. No adverse event resulted from the damaged inductor. The patient received a replacement charger.